Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that "fiber optic sensor failure" occurred during on the cardiosave intra-aortic balloon pump (iabp) during in-service training. A second balloon was used and the same issue happened. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Customer did not request service in connection with this complaint event. However, a scheduled preventative maintenance was performed subsequent to the reported event by a getinge service territory manager, who advised that the iabp worked properly and no fiber optic issue was noted. The iabp is in clinical use.

Event description:
It was reported that "fiber optic sensor failure" occurred during on the cardiosave intra-aortic balloon pump (iabp) during in-service training. A second balloon was used and the same issue happened. There was no patient involvement, and no adverse event was reported.